Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly and compromised force sensor alarm. Customer's blood glucose at time of incident was 233 mg/dl. Customer stated insulin is squirting out during the manual prime process. Customer stated insulin did not continue to drip after letting go of the act button. Customer stated the motor did not slow down nor did numbers ramp up on the screen. Customer was advised to discontinue use of the pump. Customer was advised to check alarm history found the compromised force sensor alarm. The customer stated that the drive support cap appears normal. The customer didn't press the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or verify the prime/fill anomaly due to the alarm. The pump was received with normal operating currents and passed the unexpected restart error and self test. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.